Event description:
It was reported that the customer was hospitalized for hyperglycemia. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. In addition, the reservoir is placed correctly in the pump. Troubleshooting was done and the pump passed the prime test. It was indicated that the reservoir was empty. The contact had called back, but was unable to do a change on the pump. It was stated that the contact was educated on the two hbg rule.